Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary (rca) artery. A 28 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. Upon device withdrawal, the stent was hangs into the guide catheter and was deformed. The procedure was not completed. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).